Manufacturer narrative:
(B)(4).

Event description:
Reportedly: after the subject pacemaker was implanted in (B)(6) 2008, the atrial lead impedance started to increase gradually. One year later, the atrial lead impedance was saturated at 3000 ohms. However, since normal atrial pacing and sensing were observed, no re-intervention was planned. The patient did not attend follow-ups regularly. In 2016, the pacemaker was replaced. During the replacement procedure, atrial lead impedance was measured by a pacing system analyzer and the measurement was within normal range. The pacemaker was discarded, and no programmer file is available for analysis.